Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 230 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported in the insulin pump was exposed to sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.